Manufacturer narrative:
Review of the programmer alert confirmed the high lead impedance. Analysis found normal device function. The setscrews were checked and found to be normal. It is believed that the high impedance and noise were caused by a poor setscrew-lead connection in the device header.

Event description:
It was reported that the system exhibited high impedance and noise. The pocket was opened and the setscrew on the pace/sense terminal pin was found to be loose. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.